Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after the implant surgery, the patient stared to have issues and saw the doctor on (B)(6) 2025. The battery had misaligned. It was supposed to be flat to the back, but it shifted almost 90%. The patient had to go back on (B)(6) 2026 to have a revision. Charging was intermittent, good to poor quality. The patient was in extreme pain, and their legs and lower bottom never had that. The patient did slip but caught themselves; they did not fall but did twist. This occurred not too long after  implant, maybe a month after in mid-november. It was noted that a manufacturer representative had been helping the patient with settings.

Manufacturer narrative:
G2. Foreign: ca medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.